Event description:
Plugged in bovie and the bovie turned on automatically to coagulation without being touched and burned the pts back. Diagnosis for use: cautery. Event abated after use stopped. FDA safety report ID# (B)(4).